Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On approximately (B)(6) 2024, between 5-5:30pm the patient was coming home from work. The cgm reading was 67 mg/dl, 54 mg/dl, 49 mg/dl, 44mg/dl, then low. The patient didn´t experience any symptoms. He tried to eat candies and honey based on the cgm readings. At 5:40pm, his girlfriend decided to bring him to the hospital as the cgm readings were still low. At the hospital, a nurse took a bg reading which was 183 mg/dl and there was no cgm reported. The patient was treated with IV insulin. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.